Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2017 which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well images in question which appeared visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.